Event description:
It was reported that a patient presented with high capture thresholds and high pacing impedance noted on the patient's right ventricular lead. The lead was surgically addressed and left in place and replaced with a leadless device on (B)(6) 2025. No adverse patient consequences were reported.